Event description:
Customer reported via phone call that the screen on the insulin pump freezes during rewind. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with case heavily damaged by dog chew marks. Device received with damaged motor, electronic assembly, vibrator and detached and missing end cap. Displacement test not performed due to physical damage.